Event description:
Add'l info received from MFR 12-13-02: tmj implants, inc has mp info from a medical professional to indicate that an adverse event has occurred. No MDR will be filed in response to the above referenced document.

Event description:
Received christensen fossa and condyle and six mos later they had to be removed due to bone growth and jaw fusing shut. Implants were removed by surgeon who replaced them with an all-metal total joint christensen devices. Since surgery, pt is unable to touch face without pain. Jaw function has been impaired. Now has sharp stabbing pain when biting down on food. Has constant swelling on right side of face/ear/cheek/nose region, which sometimes spreads to entire face. Since receiving implants pt is on celebrex, nexium, neurontin, flexeril and morphine in order to control pain. Pt wasn't on any medication prior to implant surgery. Pt is also gradually losing hearing.